Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that one of the bpm 7-segment was not on. It is upper right one in the center 7 segment. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the unit had one led segment on the upper led digits display that did not illuminate. One segment of component d2 on the system board was defective. The system board was replaced and the unit functioned as designed.